Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Cement took too long to set resulting in extension of surgical procedure of more than 15 minutes.